Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The analysis of the fiber received identified this was broken in two pieces. The microscopic analysis exhibited the fiber tip is slightly degraded and the connector was in good conditions, bright and round light exiting the face. The fiber tip had signs of some degradation indicating that the fiber was fired upon. It is likely that procedural handling and procedural conditions of the device during set-up and use contributed to the fiber body break. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that prior the holmium laser enucleation of the prostate procedure for benign prostatic hyperplasia, it was noticed the fiber was damaged upon packaging. Due to this, the procedure was completed using another fiber. There were no patient complications. During the product analysis, it was observed that the fiber was broken in two pieces.